Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00277: drill guide.

Event description:
While implanting an aculoc 2 vdr plate, the surgeon was inserting the final screw when the drill guide broke inside the patient's bone. It could not be removed and was left implanted.